Manufacturer narrative:
Concomitant medical product: lnq11 icm, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient experienced a pericardial effusion. The right atrial (ra) and right ventricular (rv) leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.